Manufacturer narrative:
The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method by siemens. At 9:25 am the meter result was 6.7 inr. At 10:30 am the laboratory result was 5.1 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was deemed correct. The customer's warfarin dosage was reduced based on the laboratory result. The customer has had pneumonia and finished an unspecified antibiotic three weeks ago. The customer is currently on prednisone.